Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving clonidine and morphine at an unknown concentration and rate via intrathecal drug delivery pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that an end of service (eos) alarm was occurring on (B)(6) 2017. An over-ride of the eos alarm was requested so they could do one more refill. There were no reported symptoms and the patient was also on oral medications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that it was unknown if the warning screen on the clinician programmer indicating end of service (eos) was approaching missed or ignored. The eos was expected as the battery was nearing depletion. The patient was to follow-up with their surgeon. No further complications were reported/anticipated.